Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer booted up to a black screen. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.